Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the buttons were stick, non responsive. It was reported that they had scratches on the screen it affected the ability to read the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected rewind anomalies noted. Pump primed properly. No excessive no delivery/occlusion alarm noted. Insulin pump received with cracked case.